Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The event history log was reviewed and no history of error 1836 was found. Functional testing involved powering up the pump and infusion testing. The reported error was not duplicated during the investigation. No problems were found with the pump's optical switch or motor. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump displayed a "no disposable" alarm that could not be resolved by trouble shooting but a backup pump was used as infusion was life sustaining. The patient also reported that the pump displayed error code of 1836. There were no injuries or adverse events reported.